Event description:
Customer states that the chrome is coming off both rear wheel handrims. Item being replaced under warranty. No report of injury.

Manufacturer narrative:
(B)(4). Has been initiated for this issue. Model 9xdt serial number/date (B)(4) is approximately one month old. The owner's manual part number 1118386, rev. D, (apr-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter was contacted for additional information on this incident. No further information was received regarding age, height and weight. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.